Manufacturer narrative:
The insulin pump was received no button response due to corroded keypad traces .no button error alarm. Unable to perform functional testing due to no button response. The insulin pump has minor scratched display window, cracked case at display window corner and cracked reservoir tube lip.

Event description:
It was reported that the customer received a button error alarm while sleeping. The customer's blood glucose was over 600 mg/dl, and the customer was treating herself but unable to lower the blood glucose levels. The customer treated herself with manual injections and had already contacted her healthcare provider for treatment. Troubleshooting was done. The customer was unable to recall any significant events leading to the alarm. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.